Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 27 mg/dl. Customer stated that she has been experiencing low blood glucose for eight times over the last 3 years. She stated that back on 2009 she have a car accident due to low blood glucose. Blood glucose at the time of the accident was 31 mg/dl. Customer also stated that she was unable to talk and her face was frozen prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.